Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was hospitalized with a rate in the 40 bpm range. The pulse generator appeared to be at end of life (eol). Pacing spikes were not visible via telemetry. The device was explanted and replaced.